Manufacturer narrative:
The event unit is anticipated to be returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: v notes hysterectomy event description: [hospital name] "the doctor was using the device to grasp and seal vessels and tissue bundles. The voyant hand piece was activating the energy without the doctor pressing the activation button. It happened 3 times in patients body and 2 times on the ot table without it being held or pressed by anyone." Intervention: the generator showed a message : check stuck button she deducted the button was stuck and tried to press it again to fix the problem. She continued the surgery with the same device. But after that the voyant was still firing energy even when left on the table. Patient status: --